Manufacturer narrative:
This report is submitted on november 15, 2022.

Event description:
Per the clinic, the patient reported shocking sensation with device use and the device was explanted (date not reported). It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
Device analysis indicated device failure. This report is submitted on january 10, 2023.